Manufacturer narrative:
Serial number of the hysteroscope not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Serial number of the device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the hysteroscope as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, the fundus was perforated. This case involves a potential cancer. At the time of this report, the patient was under observation and will be released shortly. No additional information available.